Event description:
The account noticed discrepant hcv 2.0 eia results on a pt. The pt initially tested hcv 2.0 eia nonreactive but upon subsequent testing was reactive. The account believes the reactive hcv 2.0 eia result to be correct. The nonreactive hcv 2.0 eia result was not reported outside of the lab. No pt or confirmatory testing is available. No impact to pt management was reported. This report is for pt 2 out of the 2 total pts.